Manufacturer narrative:
It was reported that the patient has a patella issue and unexplained anterior pain. Pertaining to surgical technique, the sales rep noted the doctor does medialize the patella. A patella revision is planned. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a patella issue and unexplained anterior pain. Pertaining to surgical technique, the sales rep noted the doctor does medialize the patella. A patella revision is planned.